Event description:
Information was subsequently received that a follow-up was performed and x-rays were taken. The field representative and boston scientific technical services (ts) reviewed the x-rays and confirmed they did not indicate underinsertion or a lead fracture. As a result, no changes to the system were made. Information was received that the lead was later explanted due to an infection. The physician did not believe that the implanted system caused or contributed to the infection. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms and threshold measurements of 1.1. No changes were made to the system and normal follow-ups will take place. No adverse patient effects were reported.